Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? Tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? Please explain ¿cephalexin, cures every 24 hours¿? Was medical intervention performed? If yes, please describe. Was surgical intervention performed? If yes, please provide date and describe surgical intervention. What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications? Can you identify the product code of the vicryl suture? Can you identify the product code of the gut chromic suture? If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event ? What is the patient current status?

Event description:
It was reported that the patient underwent orchidopexy procedure on (B)(6) 2019 and suture was used. Following the procedure, the patient presented with dehiscence. The patient received cephalexin, cures every 24 hours. Additional information has been requested.